Event description:
Boston scientific received information from the patient that five years post implant, their ancure endograft failed. He experienced abdominal pain, and went to the hospital where he was converted to open repair. The patient currently has cancer and also commented that he does not follow up for his aneurysm since the conversion surgery. Through contacting the patient's following clinic it was noted he was admitted five years ago with back pain. Imaging then revealed the endograft had moved and detached from the patient at the proximal neck of the graft. Leaking and possible dissection was observed with no blood entering the peritoneum. An open aneurysm repair was performed the following day and was tolerated well. The clinic did not know if the graft was explanted as it was not documented in the physician's notes. It was the patient's understanding that the ancure endograft was explanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information is received, this event will be updated.